Event description:
It was reported that customer was now on their 3rd patient in intensive care unit 1 (ICU) that had retained almost a liter of urine with the foley catheter in place which needed to be hand irrigated to flow. None of these patients had sediment or anything but clear yellow urine that would explain the obstruction in flow. Per additional information received via sample form on (B)(6) 2024, customer stated that they occluded device on 4 different patients, various ages, 2 males and 2 females. Customer also stated that they experienced urinary retention requiring irrigation and eventual replacement of device and also underwent bladder scanning and hand irrigation and also stated that all foleys were flowing, and the patient suddenly had low or zero urinary output. Bladder scan was more than 1000mls.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye.) The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care proper techniques for urinary catheter insertion: - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic technique and sterile equipment - use the smallest foley catheter possible, consistent with good drainage - document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: - secure the foley catheter. Use the statlock® foley stabilization device if provided - maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking - keep the collection bag below the level of the bladder or hips at all times - empty the collection bag regularly using a separate, clean collection container for each patient * generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye.) The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was now on their 3rd patient in intensive care unit 1 (ICU) that had retained almost a liter of urine with the foley catheter in place which needed to be hand irrigated to flow. None of these patients had sediment or anything but clear yellow urine that would explain the obstruction in flow. Per additional information received via sample form on 22aug2024, customer stated that they occluded device on 4 different patients, various ages, 2 males and 2 females. Customer also stated that they experienced urinary retention requiring irrigation and eventual replacement of device and also underwent bladder scanning and hand irrigation and also stated that all foleys were flowing, and the patient suddenly had low or zero urinary output. Bladder scan was more than 1000mls.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was now on their 3rd patient in intensive care unit 1 (ICU) that had retained almost a liter of urine with the foley catheter in place which needed to be hand irrigated to flow. None of these patients had sediment or anything but clear yellow urine that would explain the obstruction in flow. Per additional information received via sample form on 22aug2024, customer stated that they occluded device on 4 different patients, various ages, 2 males and 2 females. Customer also stated that they experienced urinary retention requiring irrigation and eventual replacement of device and also underwent bladder scanning and hand irrigation and also stated that all foleys were flowing, and the patient suddenly had low or zero urinary output. Bladder scan was more than 1000mls.